Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge past 80%. The customer's blood glucose level was not impacted due to the reported issue. Reportedly the customer would continue to use the pump for insulin therapy.